Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not close properly to cut the vessel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Slight signs of blood and clinical use were observed. The device was evaluated under magnification. The silicone on the jaws was in-tact with no signs of damage, however the jaws did not appear to line up properly. A mechanical evaluation of the hemoro 2 jaws was conducted. The toggle was able to open and close the jaws, however the jaws would not fully close properly. Further analysis was conducted with the help of engineering on 18aug2016. The device was evaluated under magnification along side a reference hemopro 2 device (vh-4000 lot 25120795) revealing damage to the secondary jaw. The secondary jaw bowed away from the hot jaw indicating damage to the jaws. Based on the condition of the hemopro 2 as found, the reported complaint was confirmed. The event occurred during the use of the device and the procedural operation is unavailable for our review. The hemopro2 final inspection includes both functional and visual inspection designed to detect this type of non-conformity. The device as received would have been rejected upon final inspection, therefore, there is no indication that a device defect caused or contributed to the event.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not close properly to cut the vessel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.